Event description:
It was reported that the patient had scoliosis surgery in 2011 where she had 14 vertebrae fused and had two rods put in. The patient stated that in 2012, she fell and broke the rods that were implanted in 2011 and that when the doctor went in to replace them, he also fixed her catheter. The caller stated that he put in a "splint," it was unclear what this meant. In 2008, she was on oral dilaudid while in the hospital (reason for hospitalization was not reported) and that it ¿worked well¿ so they switched from morphine to dilauded in her pump. She stated that they later went back to morphine. The time line for the pump medication switches was not reported.

Manufacturer narrative:
Product ID 8709sc, lot# n175091018, implanted: 2008 (B)(6); product type catheter. (B)(4).